Manufacturer narrative:
Laboratory analysis could not confirm the clinical observation of dislodgement, however did confirm the allegation against the helix failing to extend likely caused by dried body fluid in the mechanism. Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the lead was performed. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip were performed. Visual observation noted the presence of cut marks found in the insulation from the removal of the suture sleeve and the insulation between the helix housing and anode ring was stretched. There was evidence of dried blood/body fluid found in the lumen. In addition, the conductor coils were deformed at 131 and 143 mm from the terminal pin. Resistance tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Electronically lead was found to be within specification.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead had become dislodged. An attempt to reposition was unsuccessful due to the helix would not extend. This lead was explanted and replaced with another right atrial (ra) lead. There were no adverse patient effects reported.